Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a transpac¿ it monitoring kit, 60" safeset reservoir, 2 blood sampling port, 3ml flush device, macrodrip where the customer reported the arterial line pressure tubing safe set syringe popped inside causing blood to be all over the place. There was patient involvement but no patient harm or adverse event reported.it was stated that the blood leak/loss was not clinically significant to the patient. This record captures the third of three occurrences.

Manufacturer narrative:
The reported complaint of plunger tip separation is confirmed on the returned set. Two (2) images were provided by the customer indicating the area of the defect. During visual inspection, the plunger was found detached from the plunger tip. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process the manufacturing process. Additional information d9- device received 05/11-2023.